Event description:
It was reported that the user¿s sister requested assistance for a full supply change on an ilet system after the device displayed ¿high¿ at 401 mg/dl during the change, and insulin delivery was subsequently resumed; the user has dementia and reported not thinking clearly. Investigation included remote troubleshooting and user education to complete the supply change. Investigation of this case revealed normal device behavior with hyperglycemia of unclear cause, with no device alarms and no identified device component malfunction. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no reported long-term impact. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.